Event description:
It was reported the pump and catheter were removed due to "pump failure". Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.